Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio evaluated the device download data and verified that the device reset several times on the event date, and the resets occurred after the device switched between batteries. Physio replaced the battery pins and ensured proper latching of the batteries inside the battery well. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off. There was no patient use reported with the event.